Event description:
Device malfunction: none. Symptoms/ae: stroke & death. Time of ae: during and after the procedure. It was reported that one day prior to a left internal carotid artery stenting procedure, the pt experienced a massive stroke with a score of 27 and was placed on life support. Reportedly, during the procedure, the pt experienced a new stroke and the score increased to 28. One day post procedure, the pt remained intubated and was comatose. A CT scan done two days post procedure showed a new, small wedge like hypodensity in the right occipital lobe. In 2009, per the family's request, due to the pt's poor status including respiratory failure, the pt was removed from life support and placed on comfort care measures. The next day, ten days post-procedure, the pt died. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke and death are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.